Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the provider was concerned the air aspiration at the timing of sheath insertion was performed insufficiently and it was noted that the clear air ingress route was unknown. The case was completed with cryo. No patient complications have been reported as a result of this event.